Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.

Event description:
Patient initially reported an a2 low battery alarm occurred during bolus delivery. The battery was changed, and the infusion device displayed an e8 power interrupt error. The infusion device was returned for evaluation. During a preliminary evaluation, it was found snap dome of the up button was damaged by an external mechanical influence. Therefore, the up button is always active and the e8 power interrupt error cannot be cleared. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button and unclearable e8 error messages.